Event description:
A patient had an external ventricular drainage (evd) system clamped at the burette, but open at the stopcock between his head and the burette. The patient was moving around in bed and was noted to be impulsive, sat up quickly in bed and leaned over the side rail away from cerebrospinal fluid drain (csf). The plastic connector piece which connected the tubing that came from the evd to the drainage system broke, causing csf to freeflow onto the floor. He immediately experienced a severe headache. The evd was immediately clamped at the stopcock closest to the patient's head within 1-2 minutes. The drainage system was changed. A head CT showed a pneumocephalus. The drain remained clamped and the pneumocephalus resolved. The patient went for ventriculoperitoneal (vp) shunt 2 days later. There was no permanent harm to the patient as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.